Event description:
Worker in distribution center noticed a hair inside of the "sterile package" of a combined spinal / epidural anesthesia set. Individual unit was quarantined and removed from distribution; worker brought this item to manager.systematic review of other units of the same item number revealed no other units with similar substances problems.